Manufacturer narrative:
Corrected information provided in b.5. Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. Two small cracks are observed on the optic. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection was conducted with acceptable results. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.5 diopter (add power plus 2.2/3.2) lens was replaced with an extended depth of focus company lens with a diopter of 22.0. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received it states there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as needed limbal relaxing incision. The iol was explanted and exchanged with non-company lens in the secondary implant procedure. No patient impact was reported. Additional information has been requested.